Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hit in the chest the noted that the device emitted tones. The device was interrogated and found to be at elective replacement. The device was explanted for normal battery depletion without any allegations against the functionality of the device.